Event description:
Patient representative reported patient experiencing "left implant removed after suffering from an infection" and ¿recall of allergan's biocell textured breast implants due to their heightened risk of causing breast implant-associated anaplastic large cell lymphoma (bia-alcl).¿ this record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left implant removed after suffering from an infection".